Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-29842. During a follow-up, there was no sensing and no capture on the right ventricular (rv) lead due to dislodgement. The rv lead dislodgement was due to twiddler's syndrome. During the lead repositioning procedure, the helix would not extend and the lead could not be fixated to the tissue. The lead was explanted and replaced with difficulty due to difficult patient anatomy. The replacement lead was implanted successfully despite difficult patient anatomy. After the pocket was closed, there was a decrease in sensing due to dislodgement of the newly implanted right ventricular (rv) lead. The pocket was re-opened and the rv lead was repositioned successfully. Before the patient was discharged, there was variable sensing values on the rv lead. No intervention was performed and the patient was discharged and was stable.